Event description:
Reporter indicated a pt had vns lead and generator revision surgery due to high lead impedance, a lead fracture, and suspected premature end of service for the generator. The premature end of service event for the generator is being reported via MDR #1644487-2010-00280. The reporter noted during the revision surgery that the lead was eroded. The explanted lead was returned for analysis. During the visual analysis an abraded opening was observed on the outer silicone tubing. A portion of the lead assembly including the electrodes was not returned for analysis, and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contributed to a death or serious injury.